Event description:
A malfunction code identified as "malf 24" was reported. There was no reported adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.